Event description:
The customer reported the battery pins were damaged. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. J2 pin 4 was found to be permanently compressed and bent.